Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The user has banged her head at school on a desk two months ago (october 2022). X-ray is planned and re-implantation is considered.

Event description:
Hearing performance with the device was affected. The user had banged her head at school on a desk two months ago ((B)(6) 2022). The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress, caused by the reported trauma, appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress, caused by the reported trauma, appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Hearing performance with the device was affected. The user had banged her head at school on a desk two months ago ((B)(6) 2022). An x-ray was planned and re-implantation is considered but has not been scheduled yet.

Event description:
Hearing performance with the device was affected. The user had banged her head at school on a desk two months ago (B)(6) 2022. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.